Manufacturer narrative:
Device evaluated by manufacturer: there was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure on the balloon between the markerbands. There were multiple shaft kinks. The first and second proximal rows of stent struts were bent, flared and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(4) 2014. It was reported that the stent would not cross the lesion. The lesion being treated was located in the calcified left coronary artery. The physician advanced the 3.5x20mm omega stent delivery system and was not able to cross the lesion. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient¿s status is stable. Returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.